Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that after approximately 2 months of support on the lvad, the patient remained inpatient since the implant. The patient experienced shortness of breath upon activity having apparent suction events. The hospital suspected that the patient had a thrombus. The pump was subsequently explanted and the patient was successfully transplanted.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.